Manufacturer narrative:
The lot number is unk therefore the date of manufacture can not be determined. The customer discarded the obturator and the outer cannula in this report. The customer advised they have an unused sample 8sct with an obturator that has the same characteristics as the one in this report. Return of this unused tube for mfg to investigate has been requested. If returned, a failure investigation will be performed. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
A copy of uf/importer reporter (B)(4) was received (B)(4) 2011. Shiley tracheostomy kit has replaced their tracheostomy tube obturator with a very flexible piece of plastic, making cannulating the trachea quite difficult and dangerous. This has happened 3 times with 3 different physicians. With this obturator being so soft and flexible, it allows the trach tube to kink and advance in the wrong direction once in the trachea. Initially on (B)(6) 2011 the customer called and reported only the first event which has been submitted on report 2936999-2011-00365. Since the receipt of this uf report, the company is now aware of two add'l reports.